Event description:
It was reported the patient¿s limb stiffness and walking difficulty symptoms were ¿not improved¿ by their implantable neurostimulator (ins). It was stated the patient would go to the hospital for reprogramming three to four times per year and that their effect would only last for one month after each reprogramming. It was noted that on (B)(6) 2013 that patient was told they had used 20% of their battery and that on (B)(6) 2013 the patient was told that had used 35-50% of their battery. Additional information noted the patient¿s last programming session as of (B)(6) 2014 was on (B)(6) 2013. It was stated the patient had been redirected to their healthcare provider (hcp). Additional information reported the patient was reprogrammed on (B)(6) 2014. It was stated that at that time it was found the patient¿s ins ¿electric quantity was 85-98%.¿ impedance testing was performed and found ¿the left side was low.¿ it was noted the patient¿s ins had ¿heavy power consumption¿ at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).